Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The probe was manufactured on september 8, 2016. There were 558 paks associated with this lot. The laser probe manufactured on september 7, 2016. There were (B)(4) probes associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample showed slightly bent nitinol at the nitinol-cannula junction. However, how or when it became nonconforming could not be determined. It should be noted that the laser probes are visually inspected during manufacturing. The nitinol was observed to be bent at the nitinol-cannula junction. However, how or when it became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Additional information has been provided in no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on september 8, 2016. There were (B)(4) paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on 12/17/2012. Based on qa assessment, the products met specifications at the time of release the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure the laser probe tip did not fit into the trocar cannula. The procedure was completed. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the company representative indicated the laser probe was exchanged to complete the procedure.